Event description:
It was reported that a lead integrity alert (lia) occurred due to the patient's right ventricular (rv) lead. Noise, high impedance and short interval counts (sic) were observed. The rv lead was turned off. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted (B)(6) 2003; d284drg ICD, implanted (B)(6) 2010. (B)(4).